Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 catalog # removed. D4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.